Event description:
A malfunction was reported on the pump, but there were no notable events prior to this issue. Blood glucose levels did not exceed 500 mg/dl, remaining within a normal range. Initially, the customer could not reset the pump due to a lack of a charger. However, after calling back, the customer received assistance from technical support to reset the pump successfully, preventing any recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue arises again.